Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the device failure to start was a single occurrence and could not be reproduced during in-house testing. The device performed to specifications. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device will not start. There was no patient injury reported as a result of this incident.